Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The 1.8 mm sleeve was to flexible and is impossible to insert into a 2.2 mm incision. No patient impact. No product available.